Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 312 mg/dl (ss) and 250 mg/dl (hcp) respectively (25% diff.). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.